Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: during testing, the time /date reset to default settings after the pump was rebooted. Evaluation revealed that the internal clock battery on the printed circuit board had failed. Unrelated to the complaint, investigation revealed a dim, discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (time and date reset) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because it may result in over- or under-delivery due to running the incorrect time segment.